Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose level. Technical support instructed troubleshooting steps, but the customer declined further assistance, choosing instead to monitor the pump's performance and contact technical support if the issue continued.